Event description:
It was reported that while preparing for a pump replacement due to end of life for the pump on the report date, the physician programmer was showing the patient had an 8709 catheter with twenty five centimeters trimmed and the catheter volume was estimated at 0.14ml. In the notes section it showed a catheter revision occurred on (B)(6) 2008. The reason for the revision was unknown to the reporter. As a result, the catheter length was possibly unknown. It was confirmed there was no current device or therapy problem. The device system was currently used to deliver baclofen however the type of medication at the time of the revision was not specified. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# unknown, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. Product ID: 8840, product type: programmer, physician. Product ID: 8596sc, lot# l42132, serial# (B)(4), implanted: (B)(6) 1997, product type: catheter.

Event description:
Additional information received reported the patient did not experience any symptoms. In terms of what the catheter issue was, the reporter indicated the catheter listed after pre-implant interrogation was not the catheter that was in the patient. The location of the issue was listed as "the entire catheter" .it was reported during the procedure, the health care provider (hcp) elected to replace the pump connecter. Based on the catheter information from pre-implant interrogation the manufacturer representative opened an 8578 catheter revision kit. As the representative began instructing the hcp on how to use the kit, the representative noticed the diameter of the proximal end of the implanted catheter was larger than an 8709 catheter. There were no notes indicating which catheter it was. Based on the size of the visible catheter, the representative then opened an 8956 sutureless connector revision kit which was the correct kit for the situation. Guidance was obtained to help the hcp with priming. The hcp then checked for any leaking and there was none. There was good back flow of cerebrospinal fluid as well. The hcp then reconnected the new pump connector and aspiration was then done to confirm good flow. The hcp finally then sutured the replacement pump to fascia as normal. It was reported the patient was now doing well and receiving good therapy.